Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been retuned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having bent cannulas. Troubleshooting was performed. The customer stated that the infusion set was wet and the insulin was not delivering into her body. The customer stated that she did not receive any alarms. The customer stated that she changed the infusion set five times prior to calling. A tubing clamp will be sent to the customer, and advised her to call us back to perform the high pressure test. No further information was provided.